Event description:
The mother of the pt called to report that the pt passed away in 2006. The mother stated that she had the pt's journal and his blood glucose readings two days before, were 121 mg/dl, 112 mg/dl, and 130 mg/dl. There were no blood glucose values listed for the following day, in the pt's journal, but it mentions nausea and vomiting on the evening. The mother admitted the pt to the hosp at 9am of the event, with a blood glucose value of 900 mg/dl. She stated he was disconnected from his infusion device and placed on an insulin i.v. She stated that the pt was in the ER until noon and he was then taken to ICU. The mother stated that the hosp staff tried to intubate the pt while he was in the ER, but they were unsuccessful. The pt died at 4 pm. The pt's death certificate states case of death as "shock, acute myocardial infarction, diabetic ketoacidosis." Product was requested to the returned for evaluation.